Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/01/2004, the pt contacted lfs alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the pt on 10/4/04. The pt first noted a decimal point in readings on the reported meter on five days earlier. She obtained a result of 9.0 mmol/l while experiencing no symptoms of high or low blood glucose level. She had taken her usual insulin dosage of 60 units humulin 40/60 in the morning and 60 units in the evening. The pt stated that she has felt symptoms of dizziness and faintness the day before she contacted lfs; however, she does not recall if she attempted to test her blood glucose at that time. She stated that her blood glucose level routinely fluctuates between 80 mg/dl and 300 mg/dl. She said that she decreases her evening dose of insulin if her blood glucose level is lower. She also stated that she sometimes forgets to take her insulin. After obtaining the result of 9.0 mmol/l, she contacted her physician by phone. Her physician advised her to eat something sweet as wall as something solid. The pt's physician has made an appointment for her further eval at a diabetes center. The pt did not reset the meter unit of measurement prior to her noting the decimal point appearing in the blood glucose results. After noticing the decimal point in the results, the pt's husband reviewed the owner's booklet and attempted to reset the meter. After the pt's husband attempted to reset the meter, the pt contacted lifescan. The customer service rep confirmed that the meter was set in mmol/l instead of mg/dl. The pt either alleged harm nor experienced injury. Based on possible spontaneous change of unit of measurement on the reported meter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.